Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient could not get their implant to recharge. The patient was getting the low recharger battery warning screen. The patient confirmed that the desktop charger connector pin was broken and stuck in the recharger, so the recharger would not charge even when plugged in. The patient noted they were out of juice and the implant was dead. A replacement desktop charger resolved the charging issues and the ins being depleted. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the cable assembly connector pins were broken. (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.